Event description:
It was reported that the 9900 system shut down with an anode error, low ma error, and heat error messages during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube and the snubber board were replaced and the collimator was aligned during the service call. The system was tested and found to be working as intended and put back into service.